Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. B76537,b76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included overweight, anxiety, depression, endometriosis, hypothyroidism, morbid obesity, ovarian cyst, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included docusate sodium (colace), levothyroxine, omeprazole and paracetamol (tylenol). In 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems") and pain ("pain all over body pain, every day and all the time"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), back pain ("chronic back pain/lower back pain"), pruritus ("itchy skin"), abdominal distension ("bloating"), depression ("depression"), adnexa uteri pain ("pain ovaries") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, back pain, alopecia, pruritus, abdominal distension, depression, vaginal haemorrhage, menorrhagia, tooth disorder, allergy to metals, dyspareunia, weight increased, pain, adnexa uteri pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, depression, dyspareunia, menorrhagia, pain, pelvic pain, pruritus, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / my left essure looks broken'), device dislocation ('coils were broken and totally not in the right spot 3 months after placement') and pelvic pain ('chronic pelvic pain / pain') in a 24-year-old female patient who had essure (batch no. B76537,b76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent or curved". The patient's medical history included gallbladder sludge. Previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included morbid obesity, anxiety, depression, endometriosis, hypothyroidism, morbid obesity, ovarian cyst, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen 21) from 2006 to 2013, levothyroxine, medroxyprogesterone acetate (provera) since (B)(6) 2016, omeprazole, oxycodone and paracetamol (tylenol). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems") and pain ("pain all over body pain, every day and all the time"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), back pain ("chronic back pain/lower back pain"), pruritus ("itchy skin"), abdominal distension ("bloating"), depression ("depression"), adnexa uteri pain ("pain ovaries"), abdominal pain ("abdominal pain"), insomnia ("can't sleep"), ovarian cyst ("cyst on my ovary"), endometriosis ("endometriosis"), pain in extremity ("sharp shooting pain down my leg"), headache ("headaches"), fatigue ("tired and just sore"), hot flush ("hot flashes"), mood altered ("mood changes"), ovarian cyst ruptured ("ovarian cyst burst"), amenorrhoea ("not had a period or any spotting since 6 months"), pruritus generalised ("itchy all over"), hypoaesthesia ("cannot feel my stomach at all"), fungal infection ("yeast infection"), polyp ("pollups") and infection ("looks infected"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, insomnia, ovarian cyst, endometriosis, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, amenorrhoea, pruritus generalised, hypoaesthesia, fungal infection, polyp and infection outcome was unknown, the pelvic pain, rash, back pain, alopecia, pruritus, abdominal distension, depression, vaginal haemorrhage, menorrhagia, tooth disorder, allergy to metals, dyspareunia, pain, adnexa uteri pain and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, back pain, depression, device breakage, device dislocation, dyspareunia, endometriosis, fatigue, fungal infection, headache, hot flush, hypoaesthesia, infection, insomnia, menorrhagia, mood altered, ovarian cyst, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, polyp, pruritus, pruritus generalised, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. Hysterosalpingogram - in 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- insomnia, ovarian cyst, endometriosis, device physical property issue, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, female sexual dysfunction, pruritus generalized, hypoaesthesia, infection . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the coding of event "not had a period or any spotting since 6 months" was updated from ¿female sexual dysfunction¿ to ¿amenorrhea¿. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / my left essure looks broken'), device dislocation ('coils were broken and totally not in the right spot 3 months after placement') and pelvic pain ('chronic pelvic pain / pain') in a 24-year-old female patient who had essure (batch no. B76537,b76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent or curved". The patient's medical history included gallbladder sludge. Previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included morbid obesity, anxiety, depression, endometriosis, hypothyroidism, morbid obesity, ovarian cyst, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen 21) from 2006 to 2013, levothyroxine, medroxyprogesterone acetate (provera) since (B)(6) 2016, omeprazole, oxycodone and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems") and pain ("pain all over body pain, every day and all the time"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), back pain ("chronic back pain/lower back pain"), pruritus ("itchy skin"), abdominal distension ("bloating"), depression ("depression"), adnexa uteri pain ("pain ovaries"), abdominal pain ("abdominal pain"), insomnia ("can't sleep"), ovarian cyst ("cyst on my ovary"), endometriosis ("endometriosis"), pain in extremity ("sharp shooting pain down my leg"), headache ("headaches"), fatigue ("tired and just sore"), hot flush ("hot flashes"), mood altered ("mood changes"), ovarian cyst ruptured ("ovarian cyst burst"), female sexual dysfunction ("not had a period or any spotting since 6 months"), pruritus generalised ("itchy all over"), hypoaesthesia ("cannot feel my stomach at all"), fungal infection ("yeast infection"), polyp ("pollups") and infection ("looks infected"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, insomnia, ovarian cyst, endometriosis, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, female sexual dysfunction, pruritus generalised, hypoaesthesia, fungal infection, polyp and infection outcome was unknown, the pelvic pain, rash, back pain, alopecia, pruritus, abdominal distension, depression, vaginal haemorrhage, menorrhagia, tooth disorder, allergy to metals, dyspareunia, pain, adnexa uteri pain and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, depression, device breakage, device dislocation, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fungal infection, headache, hot flush, hypoaesthesia, infection, insomnia, menorrhagia, mood altered, ovarian cyst, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, polyp, pruritus, pruritus generalised, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- insomnia, ovarian cyst, endometriosis, device physical property issue, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, female sexual dysfunction, pruritus generalized, hypoaesthesia, infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received : reporter information updated. New events: can't sleep, cyst on my ovary, endometriosis, device breakage, bent or curved, sharp shooting pain down my leg, headaches, tired and just sore, hot flashes, mood changes, ovarian cyst burst, polyps, not had a period or any spotting since 6 months, itchy all over, cannot feel my stomach at all, looks infected were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / my left essure looks broken'), device dislocation ('coils were broken and totally not in the right spot 3 months after placement') and pelvic pain ('chronic pelvic pain / pain') in a 24-year-old female patient who had essure (batch no. B76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent or curved". The patient's medical history included gallbladder sludge. Previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included morbid obesity, anxiety, depression, endometriosis, hypothyroidism, morbid obesity, ovarian cyst, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen 21) from 2006 to 2013, levothyroxine, medroxyprogesterone acetate (provera) since (B)(6) 2016, omeprazole, oxycodone and paracetamol (tylenol). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems") and pain ("pain all over body pain, every day and all the time"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), back pain ("chronic back pain/lower back pain"), itchy skin ("itchy skin"), abdominal distension ("bloating"), depression ("depression"), adnexa uteri pain ("pain ovaries"), abdominal pain ("abdominal pain"), insomnia ("can't sleep"), ovarian cyst ("cyst on my ovary"), endometriosis ("endometriosis"), pain in extremity ("sharp shooting pain down my leg"), headache ("headaches"), fatigue ("tired and just sore"), hot flush ("hot flashes"), mood altered ("mood changes"), ovarian cyst ruptured ("ovarian cyst burst"), amenorrhoea ("not had a period or any spotting since 6 months"), itching all over ("itchy all over"), hypoaesthesia ("cannot feel my stomach at all"), fungal infection ("yeast infection"), polyp ("pollups") and infection ("looks infected"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, insomnia, ovarian cyst, endometriosis, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, amenorrhoea, itching all over, hypoaesthesia, fungal infection, polyp and infection outcome was unknown, the pelvic pain, rash, back pain, alopecia, itchy skin, abdominal distension, depression, vaginal haemorrhage, menorrhagia, tooth disorder, allergy to metals, dyspareunia, pain, adnexa uteri pain and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, back pain, depression, device breakage, device dislocation, dyspareunia, endometriosis, fatigue, fungal infection, headache, hot flush, hypoaesthesia, infection, insomnia, itchy skin, menorrhagia, mood altered, ovarian cyst, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, polyp, rash, tooth disorder, vaginal haemorrhage, weight increased and itching all over to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. Hysterosalpingogram - in 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- insomnia, ovarian cyst, endometriosis, device physical property issue, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, female sexual dysfunction, pruritus generalized, hypoaesthesia, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. B76537,b76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included overweight, anxiety, depression, endometriosis, hypothyroidism, morbid obesity, ovarian cyst, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included docusate sodium (colace), levothyroxine, omeprazole and paracetamol (tylenol). In 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems") and pain ("pain all over body pain, every day and all the time"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), back pain ("chronic back pain/lower back pain"), pruritus ("itchy skin"), abdominal distension ("bloating"), depression ("depression"), adnexa uteri pain ("pain ovaries") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, back pain, alopecia, pruritus, abdominal distension, depression, vaginal haemorrhage, menorrhagia, tooth disorder, allergy to metals, dyspareunia, weight increased, pain, adnexa uteri pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, depression, dyspareunia, menorrhagia, pain, pelvic pain, pruritus, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- abnormal bleeding (vaginal, menorrhagia), dental problems, nickel allergy, dyspareunia (painful sexual intercourse), weight gain, pain all over body pain, every day and all the time, pain ovaries, abdominal pain were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / my left essure looks broken'), device dislocation ('coils were broken and totally not in the right spot 3 months after placement') and pelvic pain ('chronic pelvic pain / pain') in a 24-year-old female patient who had essure (batch no. B76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent or curved". The patient's medical history included gallbladder sludge. Previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included morbid obesity, anxiety, depression, endometriosis, hypothyroidism, morbid obesity, ovarian cyst, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen 21) from 2006 to 2013, levothyroxine, medroxyprogesterone acetate (provera) since 25-jan-2016, omeprazole, oxycodone and paracetamol (tylenol). In june 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced weight fluctuation ("weight gain/weight lost"). On 16-jun-2014, the patient had essure inserted. In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems") and pain ("pain all over body pain, every day and all the time"). In february 2016, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), back pain ("chronic back pain/lower back pain"), pruritus ("itchy skin/ itchy all over"), abdominal distension ("bloating"), depression ("depression"), adnexa uteri pain ("pain ovaries"), abdominal pain ("abdominal pain"), insomnia ("can't sleep"), ovarian cyst ("cyst on my ovary"), endometriosis ("endometriosis"), pain in extremity ("sharp shooting pain down my leg"), headache ("headaches"), fatigue ("tired and just sore"), hot flush ("hot flashes"), mood altered ("mood changes"), ovarian cyst ruptured ("ovarian cyst burst"), amenorrhoea ("not had a period or any spotting since 6 months"), hypoaesthesia ("cannot feel my stomach at all"), fungal infection ("yeast infection"), polyp ("pollups") and infection ("looks infected"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on 19-sep-2016. At the time of the report, the device breakage, device dislocation, insomnia, ovarian cyst, endometriosis, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, amenorrhoea, hypoaesthesia, fungal infection, polyp and infection outcome was unknown, the pelvic pain, rash, back pain, alopecia, pruritus, abdominal distension, depression, vaginal haemorrhage, menorrhagia, tooth disorder, allergy to metals, dyspareunia, pain, adnexa uteri pain and abdominal pain had resolved and the weight fluctuation was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, back pain, depression, device breakage, device dislocation, dyspareunia, endometriosis, fatigue, fungal infection, headache, hot flush, hypoaesthesia, infection, insomnia, menorrhagia, mood altered, ovarian cyst, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, polyp, pruritus, rash, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. Biopsy - on an unknown date: negative. Hysterosalpingogram - in 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- insomnia, ovarian cyst, endometriosis, device physical property issue, pain in extremity, headache, fatigue, hot flush, mood altered, ovarian cyst ruptured, female sexual dysfunction, pruritus generalized, hypoaesthesia, infection concerning the injuries reported in this case, the following one were reported from social media report : yeast infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new events were added: yeast infection. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), back pain ("chronic back pain"), alopecia ("hair loss"), pruritus ("itchy skin"), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, back pain, alopecia, pruritus, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, depression, pelvic pain, pruritus and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.